Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a mass was punctured and standard actuations took place. Upon removal of the needle from the mass, the orange segment of the handle separated from the white segment. Using the rapid exchange hub, the needle was removed and specimen expressed. Two pieces of the handle (delivery system) were removed. The device was used on patient with no death or injury. There was no injury to the device operator. There was no patient injury. The patient's condition after the procedure was normal.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time. Corrected data: device evaluated by MFR?, evaluation codes, date received by MFR.